Manufacturer narrative:
The device is returned to bd for evaluation. The investigation is confirmed for a balloon leak. In addition, two electronic photos were provided for review. The pictured trifunnel device appears to have a burst and discolored balloon in both cases. The interior balloon material appears more discolored than the outer. A root cause has not been determined. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 000720. Feeding tube was allegedly experienced fluid leak. This report was received from a single source. This event did involve patient with no reported patient injury. Age, weight, and gender were not provided for the patient.

Manufacturer narrative:
The device was returned for the one complaint. The photo review is currently underway review. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 000720. Feeding tube was allegedly experienced fluid leak. This report was received from a single source. This event did involve patient with no reported patient injury. Age, weight, and gender were not provided for the patient.